Event description:
During the split thickness skin graph procedure, the motor of the dermatome machine was not able to sustain speed and the blade was stuck. Allegedly resulting in a shredded skin graph. A full thickness skin graph of the abdomen had to be performed by the surgeon to finish the procedure.